Event description:
The customer alleged they received a questionable free thyroxine (ft4) result on their e-module. The patient's initial ft4 result was 2.45 ng/dl and it was reported outside the laboratory. The patient's sample was repeated on a siemens vista analyzer and the result was 0.99 ng/dl and it was reported outside the laboratory. The patient was given a prescription for an unnecessary medication, but it was stopped before the patient actually got it. The patient was not harmed by this event. The ft4 reagent lot number was 167635 and the expiration date was not provided. The service personnel noticed that the signal for calibrator 1, was high and accepted by the analyzer without any flags. The customer performed another calibration of ft4 and the signal was still high and accepted by the analyzer without any flags. The sales personnel noticed, there were bubbles in the calibrator bottle. It was noted the customer had been measuring only one concentration of quality controls and the quality control measured before the event, was within range. After replacing the rack pack and the calibrators, the calibrations and quality control were measured without any problems. The customer also measured the old calibrators again and there were no problems. The engineer checked the surface sensor, position of the calibration bottle and rack, and the pipetting position of the sample/reagent probe without any problems.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).